Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
During pfo closure device deployment, the right atrial disc did not deploy properly and appeared puffy. Despite attempts to get it to form correctly, it would not take its correct shape and was removed and replaced with a new device. Upon manual manipulation on the sterile table the device return to its correct unconstrained shape.

Manufacturer narrative:
An event of the right atrial disc deploying "puffy" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During pfo closure device deployment, the right atrial disc did not deploy properly and appeared puffy. Despite attempts to get it to form correctly, it would not take its correct shape and was removed and replaced with a new device. Upon manual manipulation on the sterile table the device return to its correct unconstrained shape.